Event description:
The user facility reported the device slipped. The nurse stated the surgeon felt the pt's forehead was closer to the clamp frame at the end of the surgery. No pt injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information.